Event description:
The manufacturer received information alleging chronic rhinitis related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on december 14, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging chronic rhinitis for several months related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, pca, blower, blower box, blower outlet seal, p4 connector, dc jack color insert. Unknown contaminate was observed inside the ui and rear panels. A hairlike substance was observed inside the blower box. Liquid ingress was observed on the p4 power connector, the issue of liquid ingress. A contaminate consistent with keratin was observed on the blower box. Pil used a fitt (foam integrity test tool) and the associated and was unable to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found 2 error codes. The manufacturer concludes there was no evidence of degraded sound abatement foam and observed dust/dirt contamination in the likely from a source external to the device and unable to directly address the symptoms specified. The sections d8, d9, h2, h3, h6 have been corrected and updated in this report as follows: